Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-mar-2022 to 29-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported behavior was caused due to a hard drive malfunction. A field service engineer swapped the hard drive and allowed all the windows software to load, loaded pyxis software 1.5. Pas, completed a data sync, configured auto launch and rebooted station into the app to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system screen unexpectedly stopped responding, displaying a black screen that requested a password during a procedure. The customer added that that two devices were affected and that the issue was resolved by rebooting the device. The manufacturer tried to reach out customer for further information about the second device affected, but no other information was released. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen unexpectedly stopped responding, displaying a black screen that requested a password, during a procedure. The customer added that that two devices were affected and that the issue was resolved by rebooting the device. The manufacturer tried to reach out customer for further information about the second device affected, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported behavior was caused due to a hard drive malfunction. The device's hard drive was replaced, and station data synchronized to resolve. The system functioned as intended.